Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: when you attached a flush to the tubing, it is impossible to push the fluid through.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2022. H6: investigation summary: 5 unused and 1 used samples for model # mp3501-c were returned for investigation. It was reported by customer that " it is impossible to push the fluid through". Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water, and attempted to be flushed. 5 sets were successfully flushed but it is impossible to push the fluid through the one used sample. The set was examined under magnification where an occlusion, possibly due to excess solvent, can be observed. A quality notification was sent to the manufacturer. Response received from supplier and attached . The root cause of flow issues - fluid blockage- could be determined as below: lack of time in air sweep operations. It was detected during the assembly of the set that the air sweep time was not enough as marked to assigned in operations which indicate that the set should be left in the air fixture until the new assembly was carried out , ensuring the time of air sweeping. A device history record review for model #mp3501-c and lot number 22069227 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 09feb2022. A device history record review for model #mp3501-c and lot number 22069306 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 09feb2022. A device history record review for model #mp3501-c and lot number 22026159 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot # 22069227, #22069306, & #22026159.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22069306. Medical device expiration date: 15jun2027. Device manufacture date: (B)(4)2022. Medical device lot #: 22026159. Medical device expiration date: 26feb2027. Device manufacture date: (B)(4).2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 8.5 in pressure rated set w/bonded the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: when you attached a flush to the tubing, it is impossible to push the fluid through.